Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the older battery in one of the device's slot to resolve the reported issue. The older battery was removed from service. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue was determined to be battery maintenance. The removed battery was over 9 years old.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.